Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the event the patient experienced a hypoglycemic event and lost consciousness. It was reported that the patient received an alert from the cgm device that the blood glucose level was low, but when a fingerstick was done the blood glucose reading was 40 mg/dl lower. The daughter of the patient called an ambulance, and the patient was brought to the hospital. The patient was discharged after 5 hours, but no treatment was reported. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.